Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: one tunneler and one catheter from a 23cm glidepath d/l catheter kit were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler tip, as the tip of the plastic end the tunneler was observed to be detached and lodged in the distal end of the catheter. The break edges appeared to be jagged. The findings from the investigation are consistent with fracture and material separation issues. It is likely that supplier issues contributed to reported event. D4 (expiration date: 07/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation, the tip of the tunneler allegedly broke off. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during preparation, the tip of the tunneler allegedly broke off. There was no patient contact.